Manufacturer narrative:
(B)(4). Medical product: biomet microfixation tmj system left fossa component, small catalog #: 24-6563, lot #: 661630, biomet microfixation tmj system right narrow mandibular component, catalog # 01-6545 lot #: 182620, biomet microfixation tmj system right fossa component, small catalog #: 24-6562, lot #: 661600, biomet microfixation "2.4mm" system ht cross-drive screw, catalog #: 91-2710, lot #: ni, biomet microfixation "2.4mm" system ht cross-drive screw, catalog #: 91-2712, lot #: ni, biomet microfixation tmj system cross drive fossa screw, catalog #: 99-6577, lot #: ni, biomet microfixation tmj system cross drive fossa screw, catalog #: 99-6579, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the hospital will not release the implants. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00474, 0001032347-2018-00476, 0001032347-2018-00477, 0001032347-2018-00478, 0001032347-2018-00479, 0001032347-2018-00480, and 0001032347-2018-00481.

Event description:
It was reported there was a revision due to heterotopic bone growth on both sides. The patient had zero opening. The joints and bone growth were removed and new joints were implanted. No additional patient consequences were reported.

Manufacturer narrative:
These implants were removed in a revision; therefore, the complaint is considered confirmed. Functional testing and inspections could not be made due to the parts not being returned. It was reported that the revision was due to heterotopic bone growth, indicating there was no alleged malfunction of the implants. The manufacturing history was reviewed for the tmj components and no discrepancies were found. Device history record (DHR) review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The IFU for this product states in the section titled adverse events:adverse events that may occur following placement of the total tmj replacement system are listed below.¿ heterotopic bone formationthe IFU also includes statistics from clinical studies in regards to heterotopic bone growth.the following sections were updated:a5 ethnicity b4 date of this reportg4 date received by manufacturerg7 type of report and follow-up numberh2 follow-up typeh6 method code h6 results codeh6 conclusions code h10 additional narratives/datamultiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00474-1, 0001032347-2018-00476-1, 0001032347-2018-00477-1, 0001032347-2018-00478-1, 0001032347-2018-00479-1, 0001032347-2018-00480-1, and 0001032347-2018-00481-1.

Event description:
This follow-up report is being submitted to relay additional information.